Event description:
It was reported that the right ventricular lead had a potential fracture. The lead showed high impedance and oversensing, as well as intermittent capture. The lead was explanted and replaced. The implantable pulse generator was removed and returned due to a system upgrade and was functioning at the time of explant but has tested out of specifications. No patient complications have been reported as a result fo this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The device was returned, analyzed, and analysis results revealed that the ema wirebond was loose/detached.